Manufacturer narrative:
The associated device was reprogrammed to aai and the rv lead remains implanted. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with loss of capture at maximum outputs. No adverse patient effects were reported in association with the loss of capture.